Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1370 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1370) have been reported from the same facility.

Event description:
It was reported patient came in with a power midline leaking at the insertion site.